Event description:
It was reported that during the course of a procedure, approximately 1mm of the tip of the electrode broke off inside the patient. There was no medical intervention to remove the tip and it currently remains in the patient.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.